Event description:
It was reported that the bd maxguard¿ administration set luer lock would not thread correctly and leaked during use. The following information was provided by the initial reporter: "bdmaxguard used for procedure in the invasive heart lab. When the sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite numerous repositions, it would not quit leaking fluid. Tubing replace with a second set- the same results. It would not quit leaking. The third set was used without further issues. No known harm to the patient, delay in procedure."

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five photos were submitted for quality investigation. The customer complaint of connection issues could not be verified because the photos submitted do no show the issue with connection or misalignment of the male luer connector component. A device history record review for model ma3131 lot number 22069490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ administration set luer lock would not thread correctly and leaked during use. The following information was provided by the initial reporter: "bdmaxguard used for procedure in the invasive heart lab. When the sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite numerous repositions, it would not quit leaking fluid. [...] Tubing replace with a second set- the same results. It would not quit leaking. The third set was used without further issues. No known harm to the patient, delay in procedure."